Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The escape button did not respond due to corroded keypad traces. No battery out limit alarm could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported a battery out limit alarm from the insulin pump that could not be cleared. The customer also reported that a button error alarm was persisting on the insulin pump, and that the customer could not clear it. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was 143 mg/dl. No further information was provided.